Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. An unapproved viscoelastic was used during the surgical procedure. Additional info was requested on 01/28/2011 by fax and mail. Additional info was received in follow up phone call on 01/26/2011. A completed questionnaire was received on 02/11/2011. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. In a follow up phone call with the nurse, she reported the pt was doing well following the exchange. The nurse reported the pt had not been happy with his vision prior to the exchange procedure. The iol was exchanged for the same model, different power lens. In a follow up, the surgeon reported the unexpected postoperative refraction was unacceptable since distance vision was planned. The event resolved with treatment. An unapproved viscoelastic was used during the surgical procedure.